Manufacturer narrative:
The product was purchased on order# (B)(4) on (B)(6) 2019. The product will not be returned for evaluation to confirm the complaint. However, most likely the physician extended the activation time of the cautery to achieve the desired effect, which caused the cautery tip to become too hot and ignite the graft. Based on this information, this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or the need for a corrective action a follow up report will be submitted.

Event description:
During the procedure, after marking the graft, while using the high temperature cautery to start opening, they say the graft discolor. The cut out piece landed on the clinical person's sleeve and did not burn. The surgeon grabbed the graft from the field immediately and wet it again where there was a flame. There was no patient harm, however, the flame was near the patient.